Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing and therefore no connection with insulin pump or transmitter. The customer¿s blood glucose was unknown at the time of incident. The customer stated that the electrode has not broken off and was not stuck anywhere but rather missing completely from the starts. The sensor will not be returned for analysis.